Manufacturer narrative:
On 28th november 2024, we are receiving a used sample. The sample was completely soiled and according to our procedure sba06098 "procedure de reception et de decontamination des produits" was thrown away without investigation. We were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as no lot number. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on folysil family product, defect: burst from september 2020 to september 2024: 178 similar cases were found. A rmf evaluation was performed based on criq 247 - risk identified: 11506 (hazardous situation: catheter balloon cannot stay inflated or burst). The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the balloon was damaged and came off while in use.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the balloon was damaged and came off while in use.